Event description:
It was reported that the attachment device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during pre-surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering and observed that the back end was separating/unscrewing from midsection of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.